Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) device removed due to trauma to the urethra at a previous surgery on an unknown date. The injury occurred while the cuff was being replaced. The patient was device free and experiencing incontinence so a new aus device consisting of a 6.0cm cuff, 61cm prb and control pump was implanted.